Event description:
Laparoscopic gastric sleeve - "dr (B)(6) went to place clip on vessel and the tip of the jaws tore tissue and vessel started bleeding. He used a 4x4 to control bleeding until he got a ligamix clip applier to stop bleeding." Pt status: "fine." Type of intervention: "had to use ligamax clip applier to control bleeding."

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.